Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 47 mg/dl; cause was not known. The customer was treated with intravenous fluids of glucagon to address the bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.